Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm after multiple set changes. The customer's blood glucose was 148 mg/dl at the time of incident. Customer states the insulin exited. Customer is able to remove set at this time to test site portion of infusion. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The device passed the rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery alarms, motor error alarms or displacement anomalies were noted. The motor was tested outside the device and passed. The device was received with cracked case at the display window corners and battery tube threads.